Event description:
I had essure coils put in. I wasn't tested for nickel allergy test. Since that time had, terrible painful menstrual periods, ended up having iud. Stop my periods, still my left side constant pain, my lower belly is tender. My hair has been falling out, I have unexplained rashes, I am tired all the time.